Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, it was confirmed that the home monitor was able to performed a patient initiated transfer (pit). Then, two progressions lights of the wirex were observed to be lighting, and the pit button turned red while the progressions lights were observed to be off. The wirex and the home monitor were then turned off and turned on again, but the issue persisted. On (B)(6) 2020, it was reported that the patient was hospitalized due to pneumonia, so the status of the home monitor could not be confirmed. On (B)(6) 2020, the replacement of the home monitor was requested by the patient as it was out-of-order.

Manufacturer narrative:
Preliminary analysis results showed that the reported behavior resulted from a wrong manipulation of the subject home monitor by the user. When properly set up, it was observed that the home monitor correctly worked and was able to send a transmission.

Event description:
Reportedly, on (B)(6) 2020, it was confirmed that the home monitor was able to performed a patient initiated transfer (pit). Then, two progressions lights of the wirex were observed to be lighting, and the pit button turned red while the progressions lights were observed to be off. The wirex and the home monitor were then turned off and turned on again, but the issue persisted. On (B)(6) 2020, it was reported that the patient was hospitalized due to pneumonia, so the status of the home monitor could not be confirmed. On (B)(6) 2020, the replacement of the home monitor was requested by the patient as it was out-of-order.

Event description:
Reportedly, on (B)(6) 2020, it was confirmed that the home monitor was able to performed a patient initiated transfer (pit). Then, two progressions lights of the wirex were observed to be lighting, and the pit button turned red while the progressions lights were observed to be off. The wirex and the home monitor were then turned off and turned on again, but the issue persisted. On (B)(6) 2020, it was reported that the patient was hospitalized due to pneumonia, so the status of the home monitor could not be confirmed. On (B)(6) 2020, the replacement of the home monitor was requested by the patient as it was out-of-order.